Event description:
A healthcare professional initially reported that the adc meter did not work when switching on with the buttons or with test strip insertion. In addition, the healthcare professional reported changing the batteries and installing them correctly. The product was returned and investigated. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to software corruption. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Note: there was no adverse event reported. (B)(4).